Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mom reported via phone call that customer was in emergency room because of high blood glucose. The customer¿s blood glucose was unknown at the time of incident. The customer experienced symptoms such as vomiting. The customer stated that infusion set had bent cannula. The customer was using the auto mode feature. The insulin pump will not be returned for analysis.